Event description:
New information received notes the physician has decided to follow the patient's left ventricular (B)(6) lead for now, the patient has been stable throughout, and the patient weighs (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic to address oversensing on the patient¿s right atrial lead. The oversensing was causing inappropriate mode switching. Programming changes were made to resolve the oversensing. It was further noted that the patient¿s left ventricular lead had elevated capture thresholds. The healthcare provider was to discuss the capture threshold issue with the patient¿s physician. No further information was available.